Event description:
It was reported that the needle clogged while using bd micro-fine¿+ pen needle. No patient impact reported. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2022, the nurse in the ward of hospital found that the needle was blocked and the liquid could not be discharged when they used the injection pen to exhaust insulin. The other injection pens were replaced immediately without any abnormality.

Manufacturer narrative:
Investigation summary: 1. Device history record was reviewed and there were not any quality notifications or other events that could be related to this complaint. 2. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. 3. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. 4. No samples were returned for further investigation. 5. Based on investigation above, the certain cause cannot be concluded at the moment. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode.